Event description:
It was reported that 3-4 hours after a coronary drug eluting stenting treatment procedure, a subacute thrombus had formed. The lesion being treated was an 85-90% stenosed rca. Via femoral approach, a taxus 3.5mm x 16mm drug eluting stent was placed in an area in between 2 previous bare metal stents in the rca. The stent was fully expanded and well apposed. Next, the physician stented a 80-85% lesion in the cx (unknown size). The pt began experiencing chest pain. It was determined that there was a distal dissection in the rca. A second, overlapping, taxus 3.5mm x 12mm stent was placed to treat the dissection. The stent was fully expanded and well apposed. The pt was given a 300mg loading dose of plavix. The procedure was completed and pt was sent to the recovery area. Three-four hours later, the pt presented to the cath lab with acute chest pain and it was determined that a subacute thrombosis had developed in the proximal stented area of the rca. An angioplasty was performed with high pressure noncompliant 3.0 and 3.5mm balloons multiple times to reopen the artery with 0% stenosis. An IV reopro 1/2 dose bolus was administered intracoronary and a reopro infusion was continued for 24 hours. The pt was given another 300mg loading dose of plavix. As of the date of this report, the pt has been discharged to home. Same case as MFR. # 6000093-204-00167.